Event description:
Patient purchased the meter 5 years ago. About 1 month and a half ago pt was hospitalizd due to a stroke. When in the hospital, compared meter to the hospital meter and had noticed that meter was lower than hospital's. Patient does not know the readings obtained on meter vs. The hospital meter readings. Hospitalized one week. While at the hospital the md was monitoring blood glucose, also had given some oral meds. Patient only tests once a week and takes oral medications. Oral medication has increased (patient would not say what they take or how much). When they called lfs meter was giving the clean test area message and customer service was unable to resolve the issue and sent patient a new meter. Case is being reported due to unresolved error message.